Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient did not like location of the ipg pocket. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was relocated in the abdomen. The issue was resolved.